Event description:
A customer reported that they experienced a wash buffer leak when attempting to load a bottle of wash buffer onto the unicel dxc 600i synchron access clinical system the wash buffer valve assembly (bottle nozzle) that was in use, and which had not been used previously, did not contain the necessary plunger component and caused the wash buffer to escape from the bottle when the bottle was inverted for loading onto the instrument. No patient results were involved in this event. There was no modification to patient treatment associated with this event. It is unknown as to whether personnel interfacing with the instrument were wearing personal protective equipment and it is unknown as to whether any personnel sought medical treatment in connection with this event. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. It is unknown as to whether there was an exposure control plan in place at the facility or whether the material data safety sheet was reviewed as part of this event. Upon further investigation of their inventory, the customer discovered they had received two wash buffer valve assemblies with missing plungers.

Manufacturer narrative:
The suspect components were returned to beckman coulter inc. Where the issue was confirmed. An inventory assessment indicated that this was an isolated occurrence. (B)(4).